Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the battery gauge was fluctuating. As well, as that the pump touch screen was unresponsive and timed off sooner than expected. There was no adverse impact to customer's blood glucose. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.